Manufacturer narrative:
Device evaluated by MFR: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient with an unknown indication in need of c3 acdf extension of previous fusion in spinal therapy. It was reported that while implanting, the cage was cracked around screw hole while using final tamp to push cage to final position. There was a delay of about 15 mins reported. There were no patient symptoms reported. There were no fragments in the patient reported. There were no further complications reported regarding the event.